Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room with high blood glucose and she was wearing the insulin pump at time of her hospitalization. The customer did not remember what her blood glucose was at time of admission. The caller stated that she was at her pulmonologist appointment and passed out at her office; they wheeled her to the emergency room. The customer had a bad infection, but she was not aware of it and almost had a renal failure. She stated that the doctor felt all the issues she was having could be caused by the high blood glucose. The customer was treated with antibiotics via insulin drip and once her glucose level was in line, they released her. No further information was provided.